Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion (ccd/gripper line removed) or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported expulsion and device being damaged by another device appear to be related to procedural conditions (interaction with another clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. The triclip xtw was placed on the mid to central anterior and septal leaflets. A good grasp was obtained. A tissue bridge was seen on transgastric. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip xtw was selected to be placed next to the first clip. While grasping the leaflets with the second clip, the grippers interacted with the first clip. As the second clip was closed, the first clip detached from the anterior leaflet. The first clip was snared through the left groin. The second clip was opened, and the first clip was removed from the patient. Upon inspection there was no tissue on the first clip, nor was there any damage to the leaflets. The second clip was removed from the patient due to unclear efficacy of the gripper after interaction with the first clip. A third triclip xtw was implanted on the central anterior and septal leaflets. A fourth triclip was implanted on the mid posterior and septal leaflets. The final tr grade was 2.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. The triclip xtw was placed on the mid to central anterior and septal leaflets. A good grasp was obtained. A tissue bridge was seen on transgastric. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip xtw was selected to be placed next to the first clip. While grasping the leaflets with the second clip, the grippers interacted with the first clip. As the second clip was closed, the first clip detached from the anterior leaflet. The first clip was snared through the left groin. The second clip was opened, and the first clip was removed from the patient. Upon inspection there was no tissue on the first clip, nor was there any damage to the leaflets. The second clip was removed from the patient due to unclear efficacy of the gripper after interaction with the first clip. A third triclip xtw was implanted on the central anterior and septal leaflets. A fourth triclip was implanted on the mid posterior and septal leaflets. The final tr grade was 2.